Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Not implanted or explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part: 03.631.538, lot: 8117735, manufacturing location: (B)(4), manufacturing date: 11. Oct. 2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the thread of the inner rod of a rod holder was broken. There was no patient involvement. It is unknown when the issue occurred. Detection date was on (B)(6) 2016 intraoperatively. Complaint involves one (1) part. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. It is unknown when the device broke; therefore, it is unknown if there was patient involvement device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: it is unknown when the device actually broke. The breakage was detected intra-operatively. It is unknown if there was patient involvement in the breakage of the device, but a patient was involved in the detection of the complained event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device. The performed investigation shows that the thread of the inner rod is broken off. Further investigation has shown that the outer sleeve tip has some visible dents and marks. Further investigation in material and manufacturing documentation shows that the rod holder was manufactured in october 2012 under specification. No failure in material or manufacturing could be detected. Without further information, it is not possible to determine the exact cause which induced the break of the inner rod. We can only assume during rod insertion a contingent and non-directional mechanical force caused the damage. Complaint is disposed as confirmed due to evidence that inner rod is broken, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.